Event description:
\It has been reported to philips that the system display was blue. The device was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Analysis of the system log files showed an issue with the host pc. Upon troubleshooting, fse found software crashes and cannot be reloaded. Fse installed a new hard disk. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.